Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. It is unknown what the patient was doing at the time of the shock. Technical services reviewed the electrograms for the shock and discussed some testing to do for myopotential or electromagnetic noise. There were no additional adverse patient effects. The system remains implanted.